Manufacturer narrative:
Date of event: unknown/ no information. The exact date is unknown. The best estimate is after (B)(6) 2021. Serial number: is unknown/not provided. Model and catalog number are unknown due to the serial number has not been provided. Expiration date: unknown as the serial number was not provided. Unique identifier (UDI) number: a partial UDI is provided due to the serial number has not been received. If implanted; give date: the exact implant date is unknown. The best estimate is after (B)(6) 2021. If explanted; give date: the exact explant date is unknown. The best estimate is after (B)(6) 2021. Device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported there were three synergy intraocular lenses (iols) that were explanted since (B)(6) 2021. No further information was provided. This report is for # 2 of the 3 reported events. Separate reports are being submitted for each of the 3 explants.

Manufacturer narrative:
Corrected data: upon further review, it was learned that the event for the serial number (B)(6). Was already captured and submitted under the manufacturer report number 2020664-2021-07514. Therefore, no further information will be provided under this manufacturer report number 020664-2021-07464, as it has now been determined to be a duplicate report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted."

Manufacturer narrative:
Additional information: through further review of this complaint, the customer also reported the following information. Customer provided serial number (B)(6), was implanted (B)(6) 2021 and explanted (B)(6) 2021. The symptoms were blurry vision and foreign body sensation. The incident date is (B)(6) 2021. Also reported no medical intervention and no surgical interventions such as vitrectomy or sutures. The replacement lens is model zcu375 diopter 22.0. The patient¿s gender is female, left eye. Dob (B)(6) 1954, weight 250lbs. Is caucasian, non-hispanic customer stated the patient is very happy with the new lens. No further information was provided. The following sections have been updated accordingly: section a2, date of birth: (B)(6) 1954. Section a3, gender: female. Section a4, patient weight: 250 pounds. Section a5, ethnicity and race: non-hispanic, white. Section b3, date of event: (B)(6) 2021. Section d4, serial number: (B)(6). Section d4, model dfw375. Section d4, catalog number: dfw375u215. Section d4, expiration date: 03/19/2024. Section d4, unique identifier (UDI) number: (B)(4). Section d6a, if implanted; give date: (B)(6) 2021. Section d6b, if explanted; give date: (B)(6) /2021. Section h4, device manufacture date: 03/19/2021. Regarding section h6, health effect-clinical code. The code provided in the initial report 1845 - eye injury is no longer applicable. Based on follow-up information the proceeding codes were added. Blurry vision= 2137. Fbs=foreign body sensation = 1869. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.